Event description:
Additional information was received from the physician noting their assessed cause of the increase in seizures is due to vn stimulation. The increase in seizures is noted to still be below pre-vns baseline levels. Physician also noted that the drowsiness the patient is experiencing is due to external factors (not related to vns). No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, f10. Heath effect - impact code; corrected data; follow up #01 report inadvertently omitted known revision information prior to submission.

Event description:
Additional information was received noting that the patient underwent a battery replacement procedure for prophylactic reasons. More information was received noting that the explanted device was discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported in a previous encounter in the clinic notes that the patient was having an increase in seizures for a couple of months and noted to return to baseline. A recent return to clinic noted that when the vns off time was decreased it caused a worsening of seizure frequency. Patient is also experiencing daytime drowsiness, which was noted to be possible due to medication. Patient was noted to be referred for a battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.